Manufacturer narrative:
The investigation is ongoing; results will be reported in a follow-up report.

Event description:
While connected to a patient the device shut down and started back up again. It was reported to the biomed technician that the device did not alarm. The patient was transferred to another ventilator.